Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a dim/discolored verify screen with auditory and vibratory features. No tactile issues were observed with the keypad buttons. Unrelated to the display issue, the bolus button cover was found detached/missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.